Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 5.6 inr. Patient was treated with mephyton based on both results. No adverse event reported. Requested return of suspect system and replacement was sent.